Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010, and that a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy due to stress urinary incontinence. The patient experienced chronic pelvic and vaginal area pain, stress urinary incontinence and leakage, urinary and vaginal infections, bowel leakage, abnormal abdominal pain and inflammation, suffered psychologically and emotionally. (B)(4).